Event description:
Per clinical review: it was stated that a low level alarm or alert was activated and notification was sent to the message area of the heart lung machine (hlm), along with audible notification, but the condition was not met by the user (level in reservoir was appropriate). The information we currently have is that this occurred during a bypass procedure on (B)(6) 2018. The team mitigated the problem by exchanging the level sensor pads. The level safety system is routinely checked prior to going on bypass, and depending on how the system is configured, it has varied mechanical responses if a active alarm were to occur. The information available does not state if there was a response, just that the pads were exchanged and the system worked normally. The incident did not delay the surgical procedure. There was no blood loss, nor associated harm due to the event.

Manufacturer narrative:
(B)(4). As per the manufacturer's subsidiary, the mounting pad was replaced and the alarming stopped.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor kept alarming. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the manufacturer's subsidiary, the unit will not be returned because there was no abnormality. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.